Manufacturer narrative:
H3 - device evaluation: lens was returned dry, in microcentrifuge vial. Visual inspection found one of the haptics broken,bent,deformed, and stretched out. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. (B)(4): off-label use (under 21yrs of age at date of implant). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -11.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. The lens was removed within the same surgery due to excessive vault and the problem resolved.